Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown rod. Implant on unknown date. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no part number or lot number was provided.

Event description:
It was reported that sometime after the revision, date unknown, she began to have severe pain and was unable to stand upright or walk without a walker. A computed tomography scan reported no changes, however, when she went back to the surgeon, another x-ray determined that she still had not healed at the wound and had broken rods and loose screws. She was advised that she would need another spinal reconstruction. The product has not been returned for investigation and no further information was provided. This is report 2 of 3 for complaint (B)(4) and is a report for 1 unknown rod. There is no confirmation from a health care professional that this is a synthes device. It is noted that this complaint is also linked to the following complaints (B)(4).